Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to clinic with their mobile power unit (mpu) that had a flashing green power symbol and yellow wrench symbol. The mpu had a v-lock connector on the alternating current (ac) power cord. The customer could not speak for the patient's experience of the mpu being used at home. However, the customer tested the mpu in the clinic and it was securely plugged into the wall outlet and no cords were loose. There were no power interruptions or other environmental factors when it was tested. A heartmate 3 (hm3) log report was provided. A full set of log files were not obtained at the clinic visit.

Manufacturer narrative:
Section g4: PMA number corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as expected was confirmed via the mpu¿s functional analysis. The returned mpu (serial number (B)(6) was received at the service depot and was identified to have a non-conforming capacitor on its power supply printed circuit board, which could cause the green power and yellow wrench indicators to flash on and off. A corrective action was initiated to investigate this issue. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the mpu, and to obtain replacements if needed. The heartmate 3 patient handbook (section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025.